Manufacturer narrative:
It was reported that the device was implanted on (B)(6) 2000 and revised on (B)(6) 2015 due to breakage. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. The device manufacturing quality records indicated that the released components met all requirements to perform as intended. Devices analysis: the stem broke at the neck region. The fracture had a fatigue type of failure nature, indicated by the beach marks covering the fracture surface. The fracture originated from the anterior corner of impaction hole. The rough fracture surface below/medially to the yellow dashed lines indicated a forced rupture. Moreover, the anchoring side of the stem showed scratches which most probably occurred during the revision surgery. These scratches were distributed all over the fracture surface on the distal fragment of the stem, making impossible to see the same beachlines as on the proximal fragment. Possible causes for the reported event according to dfmea: fracture of implant/cement mantle due to insufficient fatigue strength of material and design. => possible: the geometry of the impaction hole at the neck of stem led to a high stress concentration on one or both sides of the hole; fracture of implant/failure of component due to patient disregards limits of the device (high patient activity) => possible: due to long implantation time, it was impossible to exclude patient activity; fracture of implant/failure of connection between components due to general corrosion (crevice, pitting, galvanic) => not possible: no signs of corrosio; fracture of implant due to damage of stem during implantation => possible that the initial fracture line was generated during implantation; fracture of implant due to notching due to impingement between cup and stem neck due to malpositioning of components => not possible: no x-rays received to evaluate position of components. However, no signs of impingement observed on the product; fracture of implant due to notching due to laser marking in high stressed implant areas => possible: laser marking was close to fracture line. The most likely root cause of this failure could be identified as such that the geometry of the impaction hole at the neck of stem led to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer recognized this design issue in a similar device and actions were taken by modifying the shape of the impaction hole. However, for this product an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Ms-30 schaft lateral poliert, ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a tige concept cimentee t5d on the right side on (B)(6) 2000. On (B)(6) 2015 the patient suffered from sudden pain, breakage of the stem. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device.

Manufacturer narrative:
Additional information and medical data was received, the investigation was updated and filed in this report. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. Event summary: it is reported that the device was implanted on (B)(6) 2000 and revised on (B)(6) 2015 due to implant breakage. Review of received data three (3) undated x-rays were returned for investigation. The first picture shows the patient hip on ap-view with bilateral total hip arthroplasty. The left stem is intact therefore can be assumed that was taken previous to reported event. On these x-rays there are no signs of loosening visible. Both, stems and cups are cemented and the cup is implanted at around 50° inclination angle. The second picture available shows the patient hip in ap-view and the left hip is clearly fractured at the level of the neck. The cup does not seem to have changed its position and there are no signs of loosening. The last image (marked as "post-op") is comparable with the event reported in the revision report; i.e. During revision the proximal bone fractured and has been treated with a periprosthetic plate. The cup was not revised and the new stem seems to be implanted in a good position. No other conspicuous information found implantation report dated (B)(6) 2000: it is reported that the patient underwent to left tha due to arthritis. A stem concept was implanted. Probably part of the report is missing since no details are available about the implantation technique. Revision report dated (B)(6) 2015: patient had a fracture of the stem "concept" implanted in 2000. Patient weight raised from 55kg in 2000 to 95kg in 2015. During surgery the stem was found to be fractured an the neck (as already confirmed by the pre-operative x-rays). The surgeon had several difficulties to remove the distal fragment of the stem which was well fixed in the bone. Due to this difficulties and due to poor bone quality of the patient the patient had an intraoperative fracture of the proximal femur. After positioning of the new stem, the fracture was treated with ostesynthetic prosthesis (plate). Devices analysis visual examination: the stem is fractured at the neck region. The fracture has a fatigue type of failure nature which is indicated by the beach marks covering the fracture surface above/laterally to the yellow dashed line in attached figure. The fracture originated from the anterior corner of impaction hole shown by the red arrows. The rough fracture surface below/medially to the yellow dashed lines indicates a forced rupture. Moreover, the anchoring side of the stem shows scratches which most probably occurred during the revision surgery. These scratches are distributed all over the fracture surface on the distal fragment of the stem, making impossible to see the same beachlines as on the proximal fragment. Conclusion summary: the x-rays revealed a steep inclination angle of the cup and in the revision report the surgeon stated that the bone condition of the patient was found to be poor. It is highly probable that these points, combined with high stress concentration and the high bmi of the patient, led to a premature fatigue fracture of the product. However, based on the given information and the results of the investigation for this product, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).